Event description:
(B)(4). I started to cramp on (B)(6) 2016. I called an ambulance and found out I was pregnant, I was told that the baby would be fine. I continued to cramp for 24 hrs as they got worse I went back. My pregnancy was ectopic and my falopeon tube had ruptured and was bleeding into my pelvic.